Event description:
It is further reported that during device evaluation, foreign material was found in the nozzle and air/water tube.

Manufacturer narrative:
Corrected data: b5 and h6 (adding device component code 3194-adhesive) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is likely the acoustic lens was scratched to the glue layer due to physical stress put on the device such as dropping or knocking, and it is possible the foreign material was unable to be removed due to the damage on the device. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures [warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited: due to clogging of the nozzle, water supply volume did not meet the standard value and due to clogging of the air/water tube, air and water supply volume did not meet the standard value. The acoustic lens had a scratch which reached to the glue-layer. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.